Manufacturer narrative:
Patient information not available for reporting. Additional product codes: gxr, gwo. Device broke intra-operatively and is not considered implanted or explanted. Without a lot number the device history records review could not be completed. Customer quality conducted an investigation of the returned device. The returned screw was confirmed to have a broken tip. Replication of the complaint condition is not applicable as the device is already broken. The drawings were reviewed during investigation the screw measured 3.23 mm in length. Drawing specifies that the screw length should be 3.9 mm +/- 0.1, therefore approximately 0.67 mm is missing from the tip. Additional measurements of the tip were unable to be obtained. The material associated with drawing is tialnbri4.00. A material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. A DHR review was unable to be completed as the lot number is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2017 the tip of the ti matrixneuro screw broke off when used. Tip did not remain in bone flap. No patient harm reported. Concomitant device reported: titanium matrixneuro screw self-drilling 4 mm (part 04.503.104.01, lot number unknown, quantity 1) this report is for one (1) ti matrixneuro screw self-drilling 4 mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This ip will be voided from this compliant because it doesn't belong to this ip. This product is being transferred to (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This ip will be voided from this compliant because it doesn't belong to this ip. This product is being transferred to (B)(4).